Event description:
During a laparoscopic appendectomy the powered articulating endoscopic linear cutter malfunctioned. Staples partially fired and the override did not work tearing tissue. A different brand stapler was brought in to complete the case.